Manufacturer narrative:
On 06 mar 2025, the complainant reported a hole in a catheter. The catheter was returned to the manufacturer and the break was confirmed. The investigation is currently in progress.

Event description:
Report of a hole in a catheter.

Manufacturer narrative:
The catheter was returned to avi on (B)(6) 2025 and evaluated on (B)(6) 2025. Avi's evaluation confirmed damage to the catheter. There was insufficient information from the user to confirm the cause of such damage, therefore no root cause could be assigned.